Event description:
The patient's device was recently turned off to see if it would help with vocal chords, but left magnet output current at 1.625ma.

Event description:
It was indicated the hoarseness is occurring with stimulation on times only and that the patient is referred for consultation with an ent and appointment is pending. Physician believes at this time the cause is vns stimulation due to poor placement and suspects coils are too inferior affecting the left recurrent laryngeal. The patient was seen for consult for vocal cord damage. The neurosurgeon said the damage from the previous surgery might be permanent and not associated with the stimulation. No additional relevant information has been received to date. No known surgery has occurred to date.

Event description:
Information was received that patient saw ent and notes ent feels that it is a nasal drip and ent is treating it. It is noted that patient¿s voice is getting stronger . States her pain is down to 0 and she is doing a lot better. No additional relevant information has been received to date.